Event description:
Customer stated that her blood glucose level was 303 mg/dl and that she had been weepy and not feeling well. Customer is treating high blood glucose levels by taking boluses. Customer stated that her blodd glucose levels would lower temporarily, then rise again with her last infusion set. She stated that her blood glucose levels were near 600 mg/dl yesterday morning, and were 303 mg/dl at the time of the call. Customer stated that her pump has some cosmetic damage. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.